Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. One device was returned for analysis. Visual inspection the instrument was partially applied with twenty six remaining clips. The ratchet function was engaged, and the distal end of the channel cover was disengaged. Functional evaluation noted the instrument was test fired once in air so that the clip formation could be observed but the clip deployed from the instrument without loading into the jaw. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all quality specifications. The reported condition was confirmed. The analysis noted evidence that the device was not used as intended. Replication of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during clinical application. Instruction for use (IFU) states: make certain that the tissue to be occluded fits completely within the confines of the clip or bleeding and leakage may result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparotomy cytoreduction procedure, the surgeon able to squeeze the handle, however there were issue experience with loading/firing of the clip in addition device clips got stuck in the clamp. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.